Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had bent infusion set cannula and that they have experience high blood glucose level of 350 mg/dl to 450 mg/dl. The customer was assisted with bent cannula troubleshooting. The customer stated that their site location was all over due to not being able to use belly button area due to medical conditions. The customer's insertion site methods was reviewed and was advised to follow infusion set handling per guidelines. The customer stated that they did not want to finish troubleshooting. There was no indication of troubleshooting for the high blood glucose readings. The customer stated that the insulin pump was working as designed when they change the sets and the reservoirs. The customer also mentioned that they are on a medication that was strong and making them sick. The insulin pump will not be returned for analysis.